Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-02165. The initial MDR with manufacturing report number (8021545-2025-02165), was submitted on 18-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 15-apr-2025. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012748, in question was manufactured at the osted site. Threshold analysis: a query was run on 07-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6012748" . No complaints found in query. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6002748 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 15-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events where infusion sets were found wet on (B)(6) 2025 when patient opened the packages. No further information available.

Manufacturer narrative:
Initial and final MDR 2322394 MDR 8021545-2025-02165- device 1 of 2. E1: patient city: (B)(6). Patient country: (B)(6).